Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The root cause of the reported injuries, ischemia and organ failure, could not be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient had acute myocardial infarction/cardiogenic shock and put on impella cp support. An impella cp was inserted into the right lower limb. At that time, an antegrade sheath was used in the left lower limb to provide ischemic care. Subsequently, the patient's cardiac function did not improve, and, in accordance with the family's wishes, a care policy was adopted. Later the patient's right lower limb became pale, and lower limb ischemia was observed. Obstruction of the antegrade sheath route was also observed. With progression of multi organ failure, the decision was made to remove impella. The doctor commented that the antegrade sheath route had become obstructed, causing lower limb ischemia. The impella was removed, and the patient's lower limbs are showing signs of improvement.